Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via cine that was taken in (B)(6) 2012 during patient's heart cath procedure. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.